Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a device was not detected on bus and drawers were failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both sub drawers on smart half-height drawer 4 had failed. A field service engineer (fse) found that the pyxibus module controller was unplugged. The fse powered down the station, reconnected the pyxibus cable, rebooted the station, and tested the drawer using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.